Event description:
It was reported that during the lap hernia repair, the jaws of the device was stuck in the open position and the surgeon had to force the handle to get the jaws to close so he can remove it from the trocar. Upon removal, there was a sharp piece of metal exposed at the tip of the jaws. A like device was used to complete the procedure with no patient harm.

Manufacturer narrative:
(B)(4). Batch #: x94l7c. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with the upper jaw broken at the closure slot. Not all pieces were returned with the device. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The jaws could not close fully. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.